Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the time on the device was changing. Screen was frozen and buttons were unresponsive. Customer replaced the battery and the screen froze on the start up screen and had a constant beep alarming. Customer's blood glucose was 89 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received screen stuck on the version screen then constant tone due to cold solder joint on the mother board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to frozen display. However, all of the buttons functioned properly and no moisture damage found on the keypad traces noted, the keypad connector was fully locked. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Audio tone or beep functioned properly.